Manufacturer narrative:
Additional information: section h imdrf annex codes . Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that cubie pocket failed. The field service engineer (fse) contacted the pharmacy for additional details regarding the issue. The pharmacy technician visited the station to recover the failure and later confirmed that the issue was resolved, and the cubie pocket had been removed. The system functioned as intended after the pharmacist resolved the issue.

Event description:
It was reported that when using the bd pyxis medstation es, the station detected multiple pockets for same address. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station detected multiple pockets for same address. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.